Manufacturer narrative:
(B)(4).

Event description:
Nurse contacted dexcom on (B)(6) 2016 to report that the patient experienced an allergy to the sensor adhesive on (B)(6) 2016. Date of consultation with nurse was not provided. No additional event or patient information is available.